Event description:
It was reported that the patient presented to the emergency department due to their implantable cardioverter defibrillator (ICD) exhibiting vibrations. A device interrogation was performed and revealed that their ICD inappropriately went into backup operation with high voltage therapies being disabled. It was noted that the patient underwent a magnetic resonance imaging (MRI) procedure without changing the ICD to MRI mode, causing the backup mode. Programming changes were made to reset the device. The patient was stable throughout.